Event description:
Per the clinic, the patient underwent a procedure on (B)(6) 2015, due to skin overgrowth at the abutment site. The abutment was removed and the site was debrided. During the same procedure, the abutment was replaced and the site around the abutment was sutured closed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.